Manufacturer narrative:
Correction: device manufacturing and expiration dates mistakenly were not captured on previous report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the device was visually inspected and a tear was noted in the posterior aspect measuring approximately 1.3 cm microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor siltex contour profile moderate, 275/300cc, saline breast implants, cat#: 3542912 lot#:215066. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor siltex contour profile moderate, 275/300cc, saline breast implants which the left side deflated after implantation. The issue has not been confirmed by the physician. As a result patient had the device removed and replaced with mentor silicone implant on (B)(6) 2020.